Event description:
Pt was in bed (adult bed with side rails up). Oxygen mist tent was in use and tucked under mattress. Pt's family member was in the room sleeping in another bed about 73 inches from pt. Nurse went to room to check on pt and found them between mattress and bed rail with absent vital signs. Resuscitation efforts were unsuccessful. The bed was last inspected 3 mos before. The bed was reinspected following the incident and no problem were identified.